Event description:
It was reported that cartridge alarms occurred during insulin delivery. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.